Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge did not fit on the pump. Reportedly, the cartridge had an extra piece of plastic that prevented the cartridge from fitting onto the pump. Customer changed cartridge to resolve the issue. Customer's blood glucose level was 150 mg/dl.